Event description:
During the closure of the right femoral artery with the exoseal device portion of the procedure (right iliofemoral angiography), the exoseal was inserted but when removed a portion of the closure plug came out with the hand held portion of the device. The device was removed and manual pressure held until hemostasis was achieved. No harm to the patient as a result of this event. The cordis rep was notified and the staff present was interviewed. At this juncture, this is believed to have been a user error and not equipment malfunction. Per the rep, it is believed that the button was not pressed down hard enough prior to removal of the device from the surgical site. The exoseal device in question has been turned over the the rep.======================manufacturer response for vascular closure device, exoseal-6 fr (per site reporter).======================per the maufacturer's rep, jamie kaufman, this event is believed to have been due to user error.what was the original intended procedure?left heart catheterization, selective angiography, left ventriculogarm and right iliofemoral angiogrpahy and closure of right femoral artery with exoseal device.device #1is this a laboratory device or laboratory test?no.